Event description:
The facility reported a fail code 570 found in the event history confirmed to have occurred during pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Although baxter has requested that this device be sent in for evaluation, the customer will not be sending this device in to baxter for evaluation. Baxter representatives have performed an evaluation on this device; however, investigation results have not been made available. A follow-up medwatch will be generated.